Manufacturer narrative:
Analysis confirmed the customers comments as the programmer's stylus was slightly off calibration. It was also confirmed that the media bay door was broken off. The cable between xy board and overlay was reseated and stylus was calibrated the media door was replaced. The hard drive was reconfigured, reloaded, and software updated. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate the stylus. The side compartment cover was broken also. There was no patient involvement.